Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. The patient reported that the cgm reading was off by up to a 70-point difference, but no specific cgm nor blood glucose reading was reported. The patient alleged that due to this inaccuracy, he experienced a severe hypoglycemic event, probably caused by overtreating with insulin injections, and an unspecified sepsis. The patient was admitted in the hospital for 2 weeks in the intensive care unit (ICU) unit and was kept an unknown time in an artificial coma. The patient reported that 2 times resuscitation was necessary during his hospitalization, but there are no treatment details reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.